Manufacturer narrative:
Additional information: h3, h6. H10: the sample was received for evaluation without a cap on the dark blue connector. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. The insert chip was present and there was no indication of the solvent on the top of the insert chip. There was evidence of solvent on the threads inside the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. In lab connectors were used to connect and disconnect to both connections, therefore the reported connection issue was not verified. The cause of the separation was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set could not be disconnected from the ultra-bag connector. This issue occurred while the patient was attempting to disconnect from the ultra-bag during therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.